Event description:
It was reported that the patient experienced respiratory failure with an onset "around" (B)(6) 2012. The event required hospitalization or prolongation of hospitalization for treatment of the adverse event. For several days the patient had been in a state of respiratory insufficiency. As of (B)(6) 2012 the patient had not recovered. A causal relationship to gabalon and device used for intrathecal baclofen therapy was "completely denied" by a physician. It was further noted that the patient's respiratory failure was not related to a procedure. The patient was hospitalized for observation. The physician was of the opinion that the respiratory insufficiency was not engendered by itb therapy, though the cause was yet unknown. Although procedures for respiratory insufficiency were implemented, no improvement had been forthcoming, thus the physician consequently considered pump removal in order to eliminate itb therapy from all possible causes. He stressed that removal was purely to eliminate any suspicious causes. He reiterated his belief that there was no causal relationship with itb. It was noted that the device was explanted on (B)(6) 2012, it was also noted that it was explanted on (B)(6) 2012. It was unclear what the date of explant was. It was reported that the patient's general condition had deteriorated and eventually death resulted from pneumonia, thus the physician reiterated his belief that "there may be no causal relationship with itb therapy". It was indicated that the patient had expired on (B)(6) 2012. The date of death was later confirmed as (B)(6). The pump was delivering gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8711, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
Additional information received reported, the patient experienced abdominal bloating which started (B)(6) 2012. The abdominal bloating gradually increased. The patient's stool was muddy in appearance, though no blood in the stool was observed. It was noted on (B)(6) 2012, the patient's urine levels gradually declined leading to hypoalbuminemia. Bilateral pleural fluid engendered deterioration in respiration. Before dawn on (B)(6) 2012, the patient's respiratory condition deteriorated further, thus the patient was intubated and put on a mechanical ventilator. On (B)(6) 2012, the patient was transferred to a different hospital and hydrothorax drainage was performed using a thoracic drain. Additional information received clarified the pump explant date was (B)(6) 2012. It was also noted when the pump was removed, no abnormality or infection was observed in the cavity where the pump had been inserted, nor any around the tubing. The patient's respiratory and circulatory behavior gradually destabilized prior to the patient's death.

Manufacturer narrative:
(B)(4).